Event description:
During the procedure, the device fractured. The device was attempted to be used for ffr measurement in the left coronary artery lesion. A 5f cag catheter was used with the device. The tip of the device slipped into the side hole of the catheter and became fractured near the radiopaque sensor when pulled back. The tip was removed using a snare catheter and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the radiopaque tip and distal corewire had been fractured and were not returned, consistent with the reported event. There was evidence of the tip coil proximal weld joint. There were multiple bends throughout the guidewire. Information from the field stated that the pressurewire was used with a 5f guiding catheter. The pressurewire instructions for use (IFU) ppl2119173 ver. A, directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further analysis revealed the fracture was caused by tensile shear. The cause of the guidewire damage is consistent with damage during use.